Manufacturer narrative:
The technician found the side rail ratchet rivets are missing from the side rail end tube causing it to disconnect from the handrail. The technician replaced the side rail ratchet rivets and side rail end tube to resolve the issue.

Event description:
The technician alleged the left side rail end tube is not connected to the hand rail. No pt impact.